Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 14-feb-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Additional information received on 16-feb-2015. Consumer wanted to get her tubes tied after her 5th child but when she went to her obstetrician/gynecologist health care professional (hcp) they pushed her to get the essure. On (B)(6) 2014 she got essure. Ever since it was placed she has had severe pelvic pain, sometimes it stops and then it comes back even worse. She is also having bleeding and sometime vomiting. On about (B)(6) 2015, she went back to the placing hcp and told him about the pain. Consumer also reported that she developed a hemorrhagic cyst in her vagina and the hcp said that was from the essure procedure and it would go away and it popped a week later. She wanted to go back for the 3 month hysterosalpingogram test but even though they told her it would be covered; now they say she has to pay out of pocket. She does not have this money to pay so she has not had this test done. She is still having daily pain and taking tylenol, lortab, and ibuprofen; it helps but does not get rid of the pain. Consumer is continuing to bleed a small amount just about every day or every other day and is worried she could have a perforation or death. She wanted to report this. When she gets off work this afternoon she is going to the emergency room. Essure devices were not removed. Follow up information received on 26-feb-2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. The patient reported having a cyst in vagina, however cysts are not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related are known possible undesirable events and not indicative of a quality deficit per se. The ae case refers also to a treatment noncompliance as it was reported that 3 months hsg was not performed. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 30-mar-2015: no new clinical information. Follow-up information received from the consumer via health authority FDA maude (mw5040846) on 01-jun-2015: consumer stated that the ensure was highly recommended and she was told it was better than the tubal ligation and ever since she have had the device placed she have had debilitating pain and bleeding every day. Follow up 11-jun-2015: follow-up attempts were done, with no response to date. Case closed. Follow-up received on 10-aug-2015: information received from consumer via regulatory authority (case# mw5043548) states that she had the essure put in and started hurting and kept bleeding for five months. She had to have surgery and a dilatation and curettage to cut it out. In addition, the seriousness criterion "other serious (important medical events)" was reported. However, it was not specified for which event. Follow-up received on 18-aug-2015: ptc assessment updated without major changes. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced since device placement severe pelvic pain and also have bleeding/ continuing to bleed a small amount for five months. She was worried she could have a perforation. These events, seen as pelvic pain, genital haemorrhage and suspicion of fallopian tube perforation, are serious due medical importance. In addition, genital haemorrhage is serious due to required intervention. According to the reference safety information for essure, these events are listed. Fallopian tube perforation is a potential complication of essure insertion or removal. Also, during essure use, abnormal genital bleeding and pelvic pain may occur. Considering the close temporal relationship and their nature, the reported events are assessed as related to essure use. Upon follow up information, this case was regarded as incident due to the surgery performed to treat the bleeding that was possibly caused by essure. The product technical analysis concluded unconfirmed quality defect, and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs